Event description:
It was reported that during electrode and probe placement procedure, the stimulation was not seen returned to the nim system. Troubleshooting performed, the stimulation was at 1.0 ma, and the threshold was at 100 v. Restarting the system several times but the issue was not resolved. The total delay of the case was approximately 1 hour and 15 minutes. Further troubleshooting revealed that, the electrode check was green. The threshold was turned down to 90 v and 80 v. A 'tweedle' was heard. Repositioning the probes was not desired. A muting clamp was being used. The setting was changed from single tone to continuous tone. This solved the issue." The probable cause might be probe placement. There was no patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.